Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a continuous alarm on the mobile power unit (mpu) was confirmed. During the evaluation of the returned mpu, serial (B)(6), the unit was opened, and the internals were inspected. All was unremarkable, except for the battery cable being unplugged. The unit was sent to product performance engineering (ppe) for further analysis. Visual inspection of the returned unit confirmed the unplugged battery cable. When batteries were placed in the unit and connected to power, the reported battery alarm was confirmed. After the battery cable was plugged into the pcba, the unit was plugged into power and powered on as intended; the issue resolved. The mpu was connected to a mock loop and ran without issue. The patient cable was manipulated, and no alarms were active. The unit was scrapped. A manufacturing task was initiated to address the alarm battery cable not being fully connected to the main pcba. The root cause was determined to be manufacturing related as the battery alarm cable may not have fully attached during assembly, causing it to disconnect after functional testing was completed. An awareness training was conducted for all manufacturing personnel trained to mpu assembly. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 instructions for use (IFU) document rev. D and heartmate 3 patient handbook document rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve all alarms associated with the mobile power unit (mpu), including the yellow mpu battery indicator alarm. The IFU instructs to promptly switch to two fully charged heartmate 14 volt lithium ion batteries and to replace the mpu batteries. Section 3 of the IFU, entitled ¿powering the system¿ explains all the mpu alarms. This section states ¿the yellow replace mobile power unit battery symbol illuminates when the alkaline aa batteries are not installed, or are depleted and need replaced. This is an advisory alarm. When the replace mobile power unit battery symbol illuminates, replace the internal batteries in the mobile power unit.¿. This section informs the user of the proper actions to take if the yellow replace mobile power unit battery alarm activates. The patient handbook section 6 ¿caring for the equipment¿ and IFU section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section f ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's mpu alarmed continuously while plugged in. The mpu batteries were replaced but the alarms did not resolve.